Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of device packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was attempted to be used during a gastroscopy procedure performed on (B)(6) 2024. During preparation, when the nursing staff attempted to open the packaging, they found it was not sealed properly. The product was not used in a procedure. The procedure was completed with another cre pro wireguided balloon. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a020503 captures the reportable event of device packaging seal compromised. Block h12 (correction): block h10 (additional MFR narrative) has been updated.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was attempted to be used during a gastroscopy procedure performed on (B)(6) 2024. During preparation. When the nursing staff attempted to open the packaging, they found it was not sealed properly. The product was not used in a procedure. The procedure was completed with another cre pro wireguided balloon. There were no patient complications have been reported as a result of this event.